Event description:
It was reported that during the procedure to implant a spacer, the patient experienced difficulty breathing. The event occurred after the patient was positioned on the table while being prepped and under monitored anesthesia care, not general anesthesia. The patient was flipped over to get a better airway and the code team was able to get the patient back to baseline and breathing. The procedure was aborted, no surgical incision had been made and nothing was implanted. Following the procedure, the patient was awake, talking, and had fully recovered.